Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that left ventricular lead dislodgement was found via chest x-ray. The lead was capped and replaced.